Manufacturer narrative:
E1 postal code: (B)(6). It was reported by the service engineer that while replacing the safety disk due to expiring hours in the cardiosave intra-aortic balloon pump (iabp). The safety disk failed the pneumatic test upon initial installation. There was no patient involvement, and no adverse event reported. The failure analysis and testing dept. Received safety disk with a reported unit failure of the pim test failed. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed the safety disk into the cardiosave and tested the safety disk to factory specifications per procedure number revision d and the cardiosave service manual part number 0070-00-0639 revision r. After completion of the all manifold test, the fat was able to replicate the failure that the customer experienced. The safety disk failed the membrane leak test with a result of 9mmhg. The factory specification is +-6mmhg. The safety disk failed testing. Retaining the safety disk in the fat per procedure number rev.an. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported during servicing performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) that while replacing the safety disk due to expiring hours, it failed the pneumatic test upon initial installation. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.